Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sept2019. The field service engineer (fse) evaluated the device and verified the reported condition. The o2 solenoid valve and the flow sensor assembly were replaced to address the issue. The o2 solenoid valve and the flow sensor assembly were replaced to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. The gas delivery system (gds) with oxygen (o2) solenoid was received for failure investigation. An investigation was performed and unable to replicate fault. No fault found. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during preventive maintenance (pm) the ventilator failed the oxygen (o2) flow accuracy test. No patient involvement.